Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket failed to release the stone and was stuck inside the patient. The wire from the handle was cut but still failed to release the stone. The stone was finally removed from the patient by pulling the basket. However, doing so ripped the ureter. The physician repaired the ureter with stitches. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.